Event description:
Reporter stated that patient's blood glucose was measured, on the advantage system, with back-to-back results of 147 mg/dl, 259 mg/dl, and 119 mg/dl. Patient was not treated based on these values. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.